Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain two. During troubleshooting, it was noted that the patient disconnected during dwell and advanced to drain two before reconnecting. The technical services representative assisted the patient in clearing the alarm and advised the patient to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device e analysis cannot be completed. However, improperly disconnecting from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.